Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the insulation of right ventricular (rv) lead was twisted. The rv lead was not used and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported event of "insulation was bunched" was confirmed. As received, a complete lead was returned in one piece. The helix was extended and clogged with blood/tissue. Visual inspection found the lead twisted and bent consistent with procedural damage which cause the reported event. Visual and x-ray inspections of the lead did not find any anomalies except for procedural damage.